Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt two "jolts," one while getting into their car and one while getting out of their car. The patient stated it felt like they got "kicked in the chest by a horse." Follow up indicated the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response. No intervention was completed. The device is still in use. No further patient complications have been reported as a result of this event.